Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system performed as intended. The system then passed the system checkout and was found to be fully functional. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the user was having tracking issues. It was reported that they rebooted the system two times. The representative (rep) stated that the first reboot did not resolve the issue, but he believe the second did. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.